Event description:
A user facility reported, "we had an issue with a manifold leaking. It appears that there is a crack in it. I am not sure if it was there or happened when we connected it. Incident happened during use in a procedure performed in ireland."

Manufacturer narrative:
A user facility reported, "we had an issue with a manifold leaking. It appears that there is a crack in it. I am not sure if it was there or happened when we connected it. Incident happened during use in a procedure performed in ireland." Deroyal industries, inc. Requested return of the device; however, it has not yet been received. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.